Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx4721 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that at 9 am on june 28, commonly with the left upper limb PICC catheter connected to the liquid, found connected catheter and joint leakage at this time, uncovered the opaque dressing (for patients with skin allergy, use this dressing, disinfection to replace 1 times 2 day), found that PICC catheter part fall out of sight. Found only with a diaphragm connection device sleeve parts, doubt fall off catheter has entered the patient, then report to director doctor, give patients chest slice, found that PICC catheter as a whole has entered the superior vena cava, catheter circuity, hovering, bottom in t9 vertebral levels, is located in the upper level of t7 has lower edge on the left side of the vertebral bodies. The doctor in charge requested an urgent consultation from the cardiothoracic surgery department and planned to perform interventional tube extraction the next day. 35 points by (B)(6) 2021, 18, of the pulmonary artery angiography is + foreign bodies (PICC tube), use heart surgery in c guide under the arm, and the procedure smoothly, catch again after catching a foreign body imaging: right, right ventricular outflow tract, pulmonary artery unimpeded, narrow, from heart ar, pulmonary artery trunk, double front are not found in the pulmonary artery PICC tube to be kept. The patient was safely returned to the ward and discharged on (B)(6) 2021.